Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later, date a supplemental medwatch will be sent.

Event description:
It was reported that during a hartman procedure, the anvil has been positioned in the colon. After positioning the clamp to the anastomosis, the anvil is detached and remained in the patient's stomach. The anvil has been recovered. Another cdh has been used to complete the procedure. Surgery was prolonged two hours.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29a device arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.